Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd autoshield duo is to easy to discharge before injection. The following information was provided by the initial reporter: clinic nurses stated that it is too easy to discharge the safety feature before the injection is given.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1134005 d.4. Medical device expiration date: 30-jun-2024 h.4. Device manufacture date: 14-may-2021 h.6 investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd autoshield duo is to easy to discharge before injection. The following information was provided by the initial reporter: clinic nurses stated that it is too easy to discharge the safety feature before the injection is given.